Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for routine follow-up. Many stored electrograms for non-sustained oversensing due to crosstalk were observed. Programming changes and dft testing were suggested. No further information available.

Event description:
New information notes that programming changes were made.